Manufacturer narrative:
(B)(4). B5 describe event or problem- subsequent to the initial MDR, a correction is required. E1 initial reporter first name- correction e1 initial reporter email address- correction e1 initial reporter street line 1- correction e1 initial reporter city- correction. E1 initial reporter postal code- correction. E1 initial reporter telephone number- correction. H2 type of follow up- correction.

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss occurred. Performance data was reviewed. The allegation was confirmed due to the finding of signal loss over an hour within the investigation window. The probable cause could not be determined. No injury or medical intervention was reported.